Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that non-sustained right ventricular oversensing (nsrvo) episodes were noted due to noise on the right ventricular (rv) lead. High pacing impedance was also noted. No changes or intervention was reported. There were no patient consequences.